Manufacturer narrative:
Other tests performed included chemical tests and electron microscopic analyses of disposystem components.

Event description:
Patient results are measuring shorter on initial aptt result as compared to subsequent determinations. No adverse patient outcome since patients were in the normal range and aptt results were below the normal range.